Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on july 29, 2015 pertaining the complaint details from the manufacturing site: july 13, 2015 information received via telephone: there were two incidents with two different users. They had to re-intubate in both cases. There were no consequences for the users. The patients were both around (B)(6) old. July 16, 2015 information received:I've got the additional information for you: there are no damages on health. Age: (B)(6). Additional information was received on july 30, 2015 pertaining to the complaint details from the manufacturing site: the (B)(6) hospital and (B)(6) clinic are the same facility and not two separate facilities. It was two incidents at (B)(6) hospital (also known as (B)(6) clinic.) Customer received the information from end user on july 13, 2015, we received the information from customer july 15, 2015. The local case ID for initial complaint and the new complaint form should be the same. The lot # for this complaint was never received from the customer. A related investigation was performed using product reference # (B)(4), but the lot # is still unknown. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info was received pertaining to the event details on 07/14/2015: when using the microcuff 35111 (id3.0) in combination with a trachcare 24 ch6, the catheter did not work properly or not at all when pulling it back (after suctioning) one day after placement. The narrowing was located at the weld junction between the cuff line and the tube, loading to an emergency intubation in the pediatric pt, using a trachcare 24 ch5 which could be used without any problems. This adverse event occurred for the second time. We found that some tubes show a slight narrowing in the weld junction. This was noticed by the univ pediatric clinic. An email was received on 07/14/2015 that states: "this adverse event occurred for the second time. We found that some tubes show a slight narrowing in the weld junction. This was also noticed by the univ pediatric clinic." Additionally, we received f/u info on 07/21/2015: this is the first complaint for this event. A separate complaint has not been submitted for the event at univ pediatric clinic. A qual complaint investigation was performed. The lot number and sample are not available. A detailed investigation or batch review cannot be conducted. Reviewing of the in-process report for the past one year (2014) does not reveal any sign of tube blockage detected during the inflation lumen wall encroachment test using 80% steel ball. Complaint sample is not expected to be available. No other conclusion could be drawn without performing the testing on the product. We will continue to monitor the complaint trend to find out if there is any other possible cause which may lead to this defect. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/29/2015.

Event description:
The complainant reports the inner lumen of the endotracheal tube is 'shrink wrapped in the closed position' and the ett could not be used.